Event description:
It was reported that the lens was removed intraoperatively due to a 1-2mm mark noted on the center of the lens upon lens insertion reportedly, the mark looked like a scuff or scratch. Another lens of same diopter was implanted successfully and a suture was placed. No additional information was provided. Reference MDR #1313525-2015-02073 for the lens involved in the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.